Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a protégé rx self-expanding stent device for patient treatment in the mid carotid artery, common that¿s calcified. No abnormalities reported in relation to anatomy. Device was prepped as per IFU. A spider device was used during the procedure. It was reported that the stent was successfully delivered to the lesion site and began to be deployed. After half of the deployment, the stent got stuck. It was repeatedly tried to push the delivery system to deploy the stent, but the stent still could not be deployed. The stent was delivered as a whole into the delivery catheter and then withdrawn out of the body. When tried in vitro, the stent was deployed with great force (the patient had an infectious disease, and the stent had been disposed of by the hospital and could not be returned). It was replaced with a new carotid stent to complete the operation. No patient injury reported.